Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high", specific value was not provided. Cause of high bg was not known. Customer administered a manual injection to address the issue and went to the emergency room. Nature of treatment received was not known. Customer was discharged the following day with the issue resolved and no permanent damage. Event date is approximate. The customer continued to use the pump for insulin therapy.